Event description:
The fixator was being applied to a seven year-old male pt for a femur fracture. One of the bone screws while being inserted into the second cortex. The screw broke at the proximal cortex.